Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they had visited their dentist for pain they were experiencing and causing discomfort. Their dentist advised them that tmj is causing the issue and they aligners have contributed to this condition. Dentist recommended to wear a night guard. Requested diagnostic findings from dental visit.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.